Event description:
It was later reported that the patient underwent a procedure to correct the connection issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 439688 lead implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two lead integrity alerts (lia) triggered on the right ventricular (rv) lead over the course of a few days post -generator replacement procedure due to high rate non-sustained (hrns) episodes and short ventricular intervals. Non-physiologic noise and noise oversensing was observed on the hrns episodes. A connection issue between the lead connector pin and cardiac resynchronization therapy defibrillator (crt-d) header was suspected. The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.